Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was [insert confirmed / not confirmed / cannot be determined]. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that error code 571.6241 was confirmed due to a cable j3 loosen up to the power board. Reseated the cable j3 properly. Damaged front case and rear case. Replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record for (B)(6) was performed from date of manufacture 01/20/2015 to present date 10/01/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.